Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The camera had an image. The evaluation revealed the following findings: the cable unit was damaged, and the coupler was wobbly. Both components needed to be replaced. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during an unspecified procedure, the high definition camera head displayed no image. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.